Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the tip of ace36e was broken. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2017. D4: batch # p9287y. Device analysis: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.